Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient had a non-abbott stent implanted in a svg graft in the distal circumflex a week before. The patient returned to the cath lab with stenosis in the implanted stent. A 2.25 x 15 mm mini vision stent was being used to implant inside the previously implanted stent when the stent dislodged. A snare device was used to retrieve the mini vision stent. The procedure was completed by plain old balloon angioplasty. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.